Manufacturer narrative:
Additional info has been requested from the facility and the surgeon but none has been received at present. Initial info does not indicate a cause of the infection; therefore, the report is being submitted because the relationship of the event to the device can not be ruled out. Additional relevant info will be provided as received. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.

Event description:
It was reported that nine days post surgery, an infection at the incision site was observed. The trinica plates and screws were removed and replaced. The pt status at 10 days post-revision is stable/normal.